Manufacturer narrative:
Ous MDR: the analysis did not reveal a production or material failure. As far as the intermittent exit block that was mentioned in the complaint is concerned, no deviation from specifications could be determined.

Event description:
Ous MDR: intermittent exit blockage with favorable position of leads after an implantation period of 1 1/2 months.